Event description:
Reporter reports that the spike of a transfer set was broken after removal error from a homechoice set had occurred by clean flash. There was no pt injury or medical intervention associated with this incident.